Event description:
It was reported that during a scheduled surgical procedure the nerve stimulators did not stimulate to the doctors' expectations (2 devices same lot number). There is no report of patient injury or impact. Additional information has been requested, but not provided.

Manufacturer narrative:
(B)(4). Analysis by quality engineer-the units were tested per accepted/approved drawings and test methods. No fault was found with the units. Complaint is unconfirmed. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA, and therefore is likely to cause or contribute serious injury if this event were to recur. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. Device description: the vari-stim iii nerve stimulator is a battery powered locator with continuous output current adjustable to ap proximately 0.5ma, 1.0ma, and 2.0ma. A subcutaneous (positive ground) needle electrode is attached. The led light is used to test the device. The device is intended for the stimulation of exposed motor nerves or muscle tissue to locate and identify nerves and to test nerve excitability. The device is not indicated for the use when paralyzing anesthetic agents are being used as they will significantly reduce, if not completely eliminate, emg responses to direct or passive neural stimulation. The IFU states, "to ensure continued functionality, re-test after changing the current setting."